Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report a 30-degree endoscope plus error message and backwards image. The customer had changed out the endoscope to clear error, but image was still backwards. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer had the customer restart the system to clear the issue of backwards image of 30-degree endoscope plus. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The customer restarted the system to clear the issue.

Manufacturer narrative:
A review of the system logs associated with this event has been performed by intuitive surgical inc. (Isi) regulatory post market surveillance (rpms) quality engineer (qe) and obtained the following information: the errors identified in the system logs are not related to inverted image. Since the issue was resolved by a power cycle, there is indication it may have been software or setup related, but there is insufficient information to confirm. The errors identified are related to the system unable to read the endoscope data. This supplemental is created to correct the product grid to report against the system.